Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, and the impedance on the rv pacing lead was beyond the expected upper range. Analyst commented, 32 non-sustained episodes with v-v intervals less than 220 milliseconds from (B)(6) 2016. Rv pace impedance steady at approximately 373 ohms through (B)(6) 2016, rises to 2032 ohms by (B)(6) 2016. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance, and oversensing. The rv lead was replaced with a different lead, however during replacement the lead was destroyed and could only be partially removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.